Event description:
It was reported to boston scientific corporation that a radial jaw¿ 4 was used during a biopsy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, a biopsy was performed and bleeding was noted at the biopsy site. A hemostasis clip was used to address the bleed. Subsequently, acute anemia and melena were noted. The patient was observed in the hospital for 24 hours. Reportedly, there was no malfunction with the device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.